Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the distal end of the main tube and various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument was noted that there were no big noticable scratches during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.